Event description:
A patient reported that their pump was shutting off randomly without any warning. There was no adverse impact to the customer¿s blood glucose level. The customer chose not to pursue follow-up with technical support and is currently in the process of acquiring a new device as the current one is out of warranty. No additional information regarding further actions or outcomes was provided.